Event description:
Boston scientific received information that this programmer was unable to re-establish radio frequency (rf) telemetry at a follow up. The patient came back to the room an hour after and the screen prompted new patient or current patient, unable to use rf. A boston scientific technical services (ts) discussed that the one hour time out would reset the communication and telemetry would need to be restarted. Moreover, the field representative indicated that the programmer was power cycled and was tried into another outlet but still unable to use telemetry. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was thoroughly analyzed. A component of electric circuitry was replaced as smoke was smelled on power up and was burnt. After which, pulse generator passed without error code issue found on its log file. The programmer also passed all other tests without any rf interrogation issues.